Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the main 6 full-height drawer and all cubies were not detected on the bus. The customer stated that this malfunction caused a delay to the patient care and the user managed to get medication from another station. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-jan-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the full height cubie drawer 6 was not detected on the bus. A field service engineer (fse) found that the retractor band was damaged at the rear of the drawer, had been torn from the drawer boards, and the connectors on the controller board were also broken. The fse found that the damage resulted from faulty drawer rails, replaced all drawer components along with the latch, which was inseparable due to a magnet failure, thereby resolved the issue. The system functioned as intended after the field service engineer repaired the device.